Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g1, g3, g6, h1, h2, h3, h6, and h10 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 9.0mm x 25mm 125cm palmaz genesis stent on opta pro stent delivery system (sds) was unloaded within a 7f non-cordis catheter sheath introducer (csi) during its delivery. The stent remained in the non-cordis csi and was able to be removed easily from the patient by removing the csi and stent together. There was no reported injury to the patient. The event did not cause a condition that required hospitalization or significant prolongation of an existing hospital stay and the patient was in normal status prost procedure. This was during a procedure to stent a 75% stenosed pulmonary artery in which the femoral artery was used for access. The device was stored, handled, and prepped per the instructions for use (IFU) and the stent was not manipulated during preparation. There was no calcification or tortuosity present in the pulmonary artery. The inflation device was in the neutral position when advancing the delivery system inside of the patient. The delivery system remained in one piece during its removal. The device will be returned for evaluation. Addendum: product evaluation revealed that the stent was returned properly mounted; however, the proximal and distal struts were uplifted.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 82208548 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 9.0mm x 25mm 125cm palmaz genesis stent on opta pro stent delivery system (sds) was unloaded within a 7f non-cordis catheter sheath introducer (csi) during its delivery. The stent remained in the non-cordis csi and was able to be removed easily from the patient by removing the csi and stent together. There was no reported injury to the patient. The event did not cause a condition that required hospitalization or significant prolongation of an existing hospital stay and the patient was in normal status prost procedure. This was during a procedure to stent a 75% stenosed pulmonary artery in which the femoral artery was used for access. The device was stored, handled, and prepped per the instructions for use (IFU) and the stent was not manipulated during preparation. There was no calcification or tortuosity present in the pulmonary artery. The inflation device was in the neutral position when advancing the delivery system inside of the patient. The delivery system remained in one piece during its removal. The device will be returned for evaluation. Addendum: product evaluation revealed that the stent was returned properly mounted; however, the proximal and distal struts were uplifted.

Manufacturer narrative:
Complaint conclusion: a 9.0mm x 25mm 125cm palmaz genesis stent on opta pro stent delivery system (sds) was unloaded within a 7f non-cordis catheter sheath introducer (csi) during its delivery. The stent remained in the non-cordis csi and was able to be removed easily from the patient by removing the csi and stent together. This was during a procedure to stent a 75% stenosed pulmonary artery in which the femoral artery was used for access. There was no calcification or tortuosity present in the pulmonary artery. There was no reported injury to the patient. The event did not cause a condition that required hospitalization or significant prolongation of an existing hospital stay and the patient was in normal status prost procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and the stent was not manipulated during preparation. The inflation device was in the neutral position when advancing the delivery system inside of the patient. The delivery system remained in one piece during its removal. The product was returned for analysis. A non-sterile unit of long genesis/pro 25 x 90 peripheral 135cm sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated with the stent properly mounted. The stent presents a strut uplift condition at both ends, on the distal and on the proximal edges. No other outstanding details were noted. Per microscopic analysis the strut uplift at both ends of the stent was confirmed. A product history record (phr) review of lot 82208548 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - within guiding catheter/ sheath¿ was not confirmed through analysis of the returned device as the stent remains on the sds. The exact cause of the event could not be determined during analysis. The reported ¿stent strut uplift ¿ distal¿ and ¿stent strut uplift ¿ proximal¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the uplifts noted on both ends of the stent during analysis. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ according to the instructions for use, which is not intended as a mitigation of risk, ¿flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi hemostatic valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and hemostatic valve. When the stent has passed into the body of the csi, remove the introducer tube. Continue to advance the device over the guidewire through the hemostatic valve and csi. Keeping the csi immobile, observe fluoroscopically as the stent is advanced through the csi to the site of the lesion. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 9.0mm x 25mm 125cm palmaz genesis stent on opta pro stent delivery system (sds) was unloaded within a 7f non-cordis catheter sheath introducer (csi) during its delivery. The stent remained in the non-cordis csi and was able to be removed easily from the patient by removing the csi and stent together. There was no reported injury to the patient. The event did not cause a condition that required hospitalization or significant prolongation of an existing hospital stay and the patient was in normal status prost procedure. This was during a procedure to stent a 75% stenosed pulmonary artery in which the femoral artery was used for access. The device was stored, handled, and prepped per the instructions for use (IFU) and the stent was not manipulated during preparation. There was no calcification or tortuosity present in the pulmonary artery. The inflation device was in the neutral position when advancing the delivery system inside of the patient. The delivery system remained in one piece during its removal. The device will be returned for evaluation.